Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.